Manufacturer narrative:
Final analysis found a partial lead was returned. The outer insulation exhibited full degradation breach at 4.5 cm from the connector pin. This damage likely contributed to the reported noise anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported through remote transmission that intermittent noise was observed on the atrial lead. The lead remained implanted and the patient would continue to be monitored; no patient symptoms were reported.

Event description:
New information from (B)(6) 2015 noted that during lead revision, insulation damage was observed on the lead. The lead was cut and capped.